Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch cable was frayed. The pitch cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the prograsp forceps instrument, a wire on the instrument was off. There was no report that any piece from the instrument broke off and fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.